Event description:
It was reported that one day prior to report the patient¿s stimulator was working fine but is now ¿going crazy¿. It was reported the implantable neurostimulator (ins) started ¿turning on and off every ten minutes¿. It was reported that the patient was ¿still healing up¿ but had been out shopping a few times and one day prior to report when they walked into a department store their stimulation turned off. It was noted the patient was unable to turn their stimulation on with the patient programmer but ten minutes later, it turned back on by itself. It was noted that the entire time the patient was shopping the device would ¿go on and off¿ every ten minutes. It was reported that the night prior to report it ¿kind of stabilized¿. It was noted the patient thought the stimulation was only turning on/off while they were shopping but not when they got into their car. It was noted the patient¿s spouse has a defibrillator so they don¿t have emi in their house. Information omitted pertaining to related event (B)(4) ¿ pp not working.

Manufacturer narrative:
Product ID: 97740, serial# (B)(4), product type: programmer. Patient product ID: 9 7754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer. Patient product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).